Event description:
It was reported that the position of the arrow is different from the position of the touch pen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the position of the arrow is different from the position of the touch pen due to the overlay. Analysis also confirmed programmer failed a connector functional test; a printed circuit board assembly found out of electrical specification. (B)(4).